Event description:
During a standard dental treatment, the dentist and the pt noticed that the handpiece was getting hot. Nobody was injured, hence no further pt info are available.

Manufacturer narrative:
The analysis of the product did show that the handpiece had a medium debris level and the bearings have been gritty. The heat up of the head was reproducible. Handpiece was running out of specification. The debris level shows that the maintenance is not done like requested in the user instruction. The condition of the bearing is the result of the wear process which takes place during the use. The user instruction requests a visual and functional test prior to each treatment to verify whether the product is running within specification. Reported due to the 2 year presumption rule.